Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a power issue while using the freestyle libre 2 reader due to an unspecified physical defect to the battery. The customer was unable to obtain scan readings and experienced "short-term awareness" and a loss of consciousness. The customer was able to regain consciousness and self-treated with grapes provided by a third-party. There was no report of death or permanent injury associated with this event.